Event description:
A report received from the clinical registry in a foreign country, indicated that a pt was treated for a restenosis with an unk bare metal stent six months, after the implantation of a cypher stent. The cypher was implanted in the first obtuse margin of the left circumflex coronary artery. Information regarding the vessel attributes and lesion characteristics was not provided.

Manufacturer narrative:
This cypher sirolimus- eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.